Event description:
It was reported that the apical coring knife was dull. The surgeon used the scalpel instead. There was no delay in surgery and no patient consequences.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the coring knife was dull could not be confirmed as it was not returned for evaluation. It was communicated that the coring knife, serial number (B)(6), was discarded. Although the coring knife was not returned for evaluation, investigation of similarly reported incidents by abbott identified a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5 of the IFU, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21aug2023. No further information was provided. The manufacturer is closing the file on this event.